Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked reservoir tube lip, cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 455 to 505 mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump was cracked by the reservoir compartment. Customer declined high blood glucose troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.